Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited failure to sense. The lead was removed and replaced. The patient was in stable condition.